Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) via correspondence letter alleging that the onetouch ultralink meter read inaccurately. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not specify when the alleged meter issue first began. At unspecified dates/times the patient reportedly obtained blood glucose readings of ¿144, 141, 137, 152, and 164mg/dl¿ with the subject meter. The patient¿s diabetes regimen is not known and it is not specified what action the patient took in regards to his diabetes regimen after the reported issue occurred. The patient does not specify developing symptom(s) as a result of the alleged issue; however, indicated as a result of the product issue he was hospitalized for 24 hours and had also obtained a reading with the hospital¿s device that was ¿100 points off¿. The type of treatment he may have received during his time in the hospital is not specified. The patient noted he performed the quality control tests multiple times and all tests passed. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly was hospitalized while using the product.